Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to a manufacture service center. During the device evaluation, the technician confirmed no particles in the air path. The device was scrapped. During evaluation there were three error codes observed. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
In previous report, the reporter captured incorrect product UDI and device evaluated by mfg? It has corrected in this report.